Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/10/2015. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient a patient underwent an umbilical hernia repair procedure on (B)(6) 2015 and mesh was implanted. Seven months post operatively, the patient presented to the office complaining of a recurrent lump at the previous site. The patient underwent a reoperation on (B)(6) 2015 for a recurrent hernia. The mesh appeared to be split down the middle at the superior aspect during the reoperation. Currently, the patient is doing well.

Manufacturer narrative:
The doctor opined that due to all of adhesions, it was hard to tell if sutures were intact and tissue was torn from suture line. (B)(4).